Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with novasilk mesh. Later the patient experienced umbilical incision infection, pain, infections, leakage, vaginal discharge, extreme abdominal and vaginal pain. Umbilical incision infections, (B)(6), were treated with kelflex.